Event description:
"Year-old" female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert inserted. The report describes a case of polymenorrhoea ("polymenorrhea") and pelvic pain ("pelvic pain"). On an unknown date, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2017, the subject experienced polymenorrhoea (seriousness criteria hospitalization and intervention required). In (B)(6) 2018, the subject experienced pelvic pain (seriousness criteria hospitalization and intervention required). The subject was treated with surgery (hysterectomy and bilateral salpingectomy with device removal) and surgery (hysterectomy and bilateral salpingectomy with device removal). Fallopian tube occlusion insert was removed. At the time of the report, the polymenorrhoea and pelvic pain had not resolved. The investigator considered pelvic pain and polymenorrhoea to be unrelated to fallopian tube occlusion insert. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This 38-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. A02550) inserted. This case describes the occurrence of uterine haemorrhage ("abnormal uterine bleeding") and pelvic pain ("pelvic pain"). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2017, the subject experienced uterine haemorrhage (seriousness criteria hospitalization and intervention required). In (B)(6) 2018, the subject experienced pelvic pain (seriousness criteria hospitalization and intervention required). The subject was treated with surgery (hysterectomy and bilateral salpingectomy with device removal and laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy with device removal). Fallopian tube occlusion insert was removed on (B)(6) 2018. At the time of the report, the uterine haemorrhage and pelvic pain had not resolved. The investigator considered pelvic pain and uterine haemorrhage to be unrelated to fallopian tube occlusion insert. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: previously reported event abnormal bleeding was updated to abnormal uterine bleeding; investigator considered the event pelvic pain unrelated to essure. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This 38-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6) had fallopian tube occlusion insert (batch no. A02550) inserted. This case describes the occurrence of genital haemorrhage ("abnormal bleeding") and pelvic pain ("pelvic pain"). On an unknown date, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2017, the subject experienced genital haemorrhage (seriousness criteria hospitalization and intervention required). In (B)(6) 2018, the subject experienced pelvic pain (seriousness criteria hospitalization and intervention required). The subject was treated with surgery (hysterectomy and bilateral salpingectomy with device removal and laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy with device removal). Fallopian tube occlusion insert was removed. At the time of the report, the genital haemorrhage and pelvic pain had not resolved. The investigator considered genital haemorrhage to be unrelated to fallopian tube occlusion insert. The investigator considered pelvic pain to be related to fallopian tube occlusion insert. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: event term polymenorrhea was updated to abnormal bleeding. Investigator considered the event pelvic pain related to essure. On (B)(6) 2019: no new information. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This 38-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. A02550) inserted. The case describes the occurrence of pelvic pain ('pelvic pain') and uterine haemorrhage ('abnormal uterine bleeding'). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2017, the subject experienced uterine haemorrhage (seriousness criterion hospitalization). In (B)(6) 2018, the subject experienced pelvic pain (seriousness criteria hospitalization and intervention required). The subject was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy with device removal). Fallopian tube occlusion insert was removed on (B)(6) 2018. At the time of the report, the uterine haemorrhage and pelvic pain outcome was unknown. The investigator considered uterine haemorrhage to be unrelated to fallopian tube occlusion insert. The investigator considered pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: essure 505 coil was left in situ (right could not be placed). Has had lsc btl. The patient experienced recurrent menometrorrhagia refractory and requested to proceed with hysterectomy. Original diagnosis of menometrorrhagia was in (B)(6) 2017. Work up was negative including normal pelvic ultrasound. Menometrorrhagia resolved by (B)(6) 2017, but reoccurred in (B)(6) 2019 and had negative work up again. It was agreed to trial of low dose oral contraceptive and had persistent abnormal bleeding and intolerable side effects. As of (B)(6) 2020, she continued to have irregular menstruation, ranging to mild to heavy with cramping. She was ready to proceed with hysterectomy. Clinically, the doctor¿s opinion was the presence of the essure 505 coil could be etiology of her abnormal bleeding. Also, has stress urinary incontinence (sui) refractory to pelvic floor pt. She would first send to urology to evaluate patient for surgical correction of sui and interested in coordinating with hysterectomy. They discussed proceeding with single incision total laparoscopic hysterectomy, bilateral salpingectomy and removal of left essure 505 coil. The end date of the event was reported as ongoing, however the outcome was undetermined, as the patient terminated from trial, prior to follow-up office visit diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Investigation - in (B)(6) 2017: negative; in (B)(6) 2019: negative. Ultrasound pelvis - in (B)(6) 2017: normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: the event term abnormal bleeding was changed to abnormal uterine bleeding. This event was considered unrelated to essure. Amendment: after internal review, the outcome of event pelvic pain was updated to unknown. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This 38-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. A02550) inserted. The case describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') and pelvic pain ('pelvic pain'). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2017, the subject experienced uterine haemorrhage (seriousness criteria hospitalization and intervention required). In (B)(6) 2018, the subject experienced pelvic pain (seriousness criteria hospitalization and intervention required). The subject was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy with device removal). Fallopian tube occlusion insert was removed on (B)(6) 2018. At the time of the report, the uterine haemorrhage and pelvic pain outcome was unknown. The investigator considered pelvic pain and uterine haemorrhage to be unrelated to fallopian tube occlusion insert. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: outcome for events abnormal uterine bleeding and pelvic pain were updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This 38-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. A02550) inserted. The case describes the occurrence of pelvic pain ('pelvic pain') and uterine haemorrhage ('abnormal uterine bleeding'). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2017, the subject experienced uterine haemorrhage (seriousness criterion hospitalization). In (B)(6) 2018, the subject experienced pelvic pain (seriousness criteria hospitalization and intervention required). The subject was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy with device removal). Fallopian tube occlusion insert was removed on (B)(6) 2018. At the time of the report, the uterine haemorrhage and pelvic pain outcome was unknown. The investigator considered uterine haemorrhage to be unrelated to fallopian tube occlusion insert. The investigator considered pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: essure 505 coil was left in situ (right could not be placed). Has had lsc btl. The patient experienced recurrent menometrorrhagia refractory and requested to proceed with hysterectomy. Original diagnosis of menometrorrhagia was in (B)(6) 2017. Work up was negative including normal pelvic ultrasound. Menometrorrhagia resolved by (B)(6) 2017, but reoccurred in (B)(6) 2019 and had negative work up again. It was agreed to trial of low dose oral contraceptive and had persistent abnormal bleeding and intolerable side effects. As of (B)(6) 2020, she continued to have irregular menstruation, ranging to mild to heavy with cramping. She was ready to proceed with hysterectomy. Clinically, the doctor¿s opinion was the presence of the essure 505 coil could be etiology of her abnormal bleeding. Also, has stress urinary incontinence (sui) refractory to pelvic floor pt. She would first send to urology to evaluate patient for surgical correction of sui and interested in coordinating with hysterectomy. They discussed proceeding with single incision total laparoscopic hysterectomy, bilateral salpingectomy and removal of left essure 505 coil. The end date of the event was reported as ongoing, however the outcome was undetermined, as the patient terminated from trial, prior to follow-up office visit diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Investigation - in (B)(6) 2017: negative; in (B)(6) 2019: negative. Ultrasound pelvis - in (B)(6) 2017: normal. Lot number: a02550, manufacturing date: 2012/04, and expiration date: 2015/04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-feb-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This 38-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: 23021) had fallopian tube occlusion insert (batch no. A02550) inserted. This case describes the occurrence of polymenorrhoea ("polymenorrhea") and pelvic pain ("pelvic pain"). On an unknown date, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2017, the subject experienced polymenorrhoea (seriousness criteria hospitalization and intervention required). In (B)(6) 2018, the subject experienced pelvic pain (seriousness criteria hospitalization and intervention required). The subject was treated with surgery (hysterectomy and bilateral salpingectomy with device removal and laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy with device removal). Fallopian tube occlusion insert was removed. At the time of the report, the polymenorrhoea and pelvic pain had not resolved. The investigator considered pelvic pain and polymenorrhoea to be unrelated to fallopian tube occlusion insert. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation has been conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This 38-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. A02550) inserted. The case describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') and pelvic pain ('pelvic pain'). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2017, the subject experienced uterine haemorrhage (seriousness criteria hospitalization and intervention required). In (B)(6) 2018, the subject experienced pelvic pain (seriousness criteria hospitalization and intervention required). The subject was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy with device removal). Fallopian tube occlusion insert was removed on (B)(6) 2018. At the time of the report, the uterine haemorrhage and pelvic pain had not resolved. The investigator considered pelvic pain and uterine haemorrhage to be unrelated to fallopian tube occlusion insert. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: information and references from deleted duplicate case (B)(4) (MFR number 2951250-2019-00922) was entered. Patient's ID and non-drug treatment notes were updated. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This 38-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. A02550) inserted. The case describes the occurrence of uterine haemorrhage ('abnormal bleeding') and pelvic pain ('pelvic pain'). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2017, the subject experienced uterine haemorrhage (seriousness criteria hospitalization and intervention required). In (B)(6) 2018, the subject experienced pelvic pain (seriousness criteria hospitalization and intervention required). The subject was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy with device removal). Fallopian tube occlusion insert was removed on (B)(6) 2018. At the time of the report, the uterine haemorrhage outcome was unknown and the pelvic pain had not resolved. The investigator considered uterine haemorrhage to be unrelated to fallopian tube occlusion insert. The investigator considered pelvic pain to be related to fallopian tube occlusion insert. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jan-2020: outcome of event "pelvic pain" was updated to "not recovered" and the investigator's causality was updated to possible related to essure. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This 38-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: 23021) had fallopian tube occlusion insert (batch no. A02550) inserted. The case describes the occurrence of uterine haemorrhage ('abnormal bleeding') and pelvic pain ('pelvic pain'). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2017, the subject experienced uterine haemorrhage (seriousness criteria hospitalization and intervention required). In (B)(6) 2018, the subject experienced pelvic pain (seriousness criteria hospitalization and intervention required). The subject was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy with device removal). Fallopian tube occlusion insert was removed on (B)(6) 2018. At the time of the report, the uterine haemorrhage outcome was unknown and the pelvic pain had not resolved. The investigator considered uterine haemorrhage to be unrelated to fallopian tube occlusion insert. The investigator considered pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: essure 505 coil was left in situ (right could not be placed). Has had lsc btl. The patient experienced recurrent menometrorrhagia refractory and requested to proceed with hysterectomy. Original diagnosis of menometrorrhagia was in (B)(6) 2017. Work up was negative including normal pelvic ultrasound. Menometrorrhagia resolved by (B)(6) 2017, but reoccurred in (B)(6) 2019 and had negative work up again. It was agreed to trial of low dose oral contraceptive and had persistent abnormal bleeding and intolerable side effects. As of (B)(6) 2020, she continued to have irregular menstruation, ranging to mild to heavy with cramping. She was ready to proceed with hysterectomy. Clinically, the doctor¿s opinion was the presence of the essure 505 coil could be etiology of her abnormal bleeding. Also, has stress urinary incontinence (sui) refractory to pelvic floor pt. She would first send to urology to evaluate patient for surgical correction of sui and interested in coordinating with hysterectomy. They discussed proceeding with single incision total laparoscopic hysterectomy, bilateral salpingectomy and removal of left essure 505 coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Investigation - in (B)(6) 2017: negative; in (B)(6) 2019: negative. Ultrasound pelvis - in (B)(6) 2017: normal. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-feb-2020: lab data and clinical course were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This 38-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. A02550) inserted. The case describes the occurrence of uterine haemorrhage ('abnormal bleeding') and pelvic pain ('pelvic pain'). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2017, the subject experienced uterine haemorrhage (seriousness criteria hospitalization and intervention required). In (B)(6) 2018, the subject experienced pelvic pain (seriousness criteria hospitalization and intervention required). The subject was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy with device removal). Fallopian tube occlusion insert was removed on (B)(6) 2018. At the time of the report, the uterine haemorrhage outcome was unknown and the pelvic pain had not resolved. The investigator considered uterine haemorrhage to be unrelated to fallopian tube occlusion insert. The investigator considered pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: essure 505 coil was left in situ (right could not be placed). Has had lsc btl. The patient experienced recurrent menometrorrhagia refractory and requested to proceed with hysterectomy. Original diagnosis of menometrorrhagia was in (B)(6) 2017. Work up was negative including normal pelvic ultrasound. Menometrorrhagia resolved by (B)(6) 2017, but reoccurred in (B)(6) 2019 and had negative work up again. It was agreed to trial of low dose oral contraceptive and had persistent abnormal bleeding and intolerable side effects. As of (B)(6) 2020, she continued to have irregular menstruation, ranging to mild to heavy with cramping. She was ready to proceed with hysterectomy. Clinically, the doctor¿s opinion was the presence of the essure 505 coil could be etiology of her abnormal bleeding. Also, has stress urinary incontinence (sui) refractory to pelvic floor pt. She would first send to urology to evaluate patient for surgical correction of sui and interested in coordinating with hysterectomy. They discussed proceeding with single incision total laparoscopic hysterectomy, bilateral salpingectomy and removal of left essure 505 coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Investigation - in (B)(6) 2017: negative; in (B)(6) 2019: negative. Ultrasound pelvis - in (B)(6) 2017: normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: lab data and clinical course were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This 38-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. A02550) inserted. The case describes the occurrence of uterine haemorrhage ('abnormal bleeding') and pelvic pain ('pelvic pain'). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2017, the subject experienced uterine haemorrhage (seriousness criteria hospitalization and intervention required). In (B)(6) 2018, the subject experienced pelvic pain (seriousness criteria hospitalization and intervention required). The subject was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy with device removal). Fallopian tube occlusion insert was removed on (B)(6) 2018. At the time of the report, the uterine haemorrhage outcome was unknown and the pelvic pain had not resolved. The investigator considered uterine haemorrhage to be unrelated to fallopian tube occlusion insert. The investigator considered pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: essure 505 coil was left in situ (right could not be placed). Has had lsc btl. The patient experienced recurrent menometrorrhagia refractory and requested to proceed with hysterectomy. Original diagnosis of menometrorrhagia was in (B)(6) 2017. Work up was negative including normal pelvic ultrasound. Menometrorrhagia resolved by (B)(6) 2017, but reoccurred in (B)(6) 2019 and had negative work up again. It was agreed to trial of low dose oral contraceptive and had persistent abnormal bleeding and intolerable side effects. As of (B)(6) 2020, she continued to have irregular menstruation, ranging to mild to heavy with cramping. She was ready to proceed with hysterectomy. Clinically, the doctor¿s opinion was the presence of the essure 505 coil could be etiology of her abnormal bleeding. Also, has stress urinary incontinence (sui) refractory to pelvic floor pt. She would first send to urology to evaluate patient for surgical correction of sui and interested in coordinating with hysterectomy. They discussed proceeding with single incision total laparoscopic hysterectomy, bilateral salpingectomy and removal of left essure 505 coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Investigation - in (B)(6) 2017: negative; in (B)(6) 2019: negative. Ultrasound pelvis - in (B)(6) 2017: normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: lab data and clinical course were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.